Event description:
It was reported that a malfunction alarm occurred with the pump, displaying malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted in resetting the pump, though the malfunction recurred, leading to a decision to replace the pump. Customer was instructed to use multiple daily injections as backup therapy and agreed to return the problematic pump using a pre-paid label within 10 days, with cts confirming the shipping address and guiding the caller on storage mode.